Event description:
Stroke then many problems from medtronic heartwear lvad. Still in hospital (B)(6) 2021 to present (B)(6) 2021. Has heart transplant but complications have taken his mental state and memory problems. FDA safety report ID# (B)(4).